Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted using a proglide device relative to a tricuspid clip interventional procedure. Reportedly, the proglide separated from the metal portion. It was felt, that if the device was pulled any harder, the plastic portion would come off the metal portion and it would have embolized. Therefore, the device was removed by making a larger incision. The vein was repaired and surgical suturing was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported guide separation was confirmed. Device entrapment/difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. The patient effect of tissue damage is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effect is a potential adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right common femoral artery was attempted using a proglide device with a 6f sheath prior to a tricuspid clip interventional procedure. Reportedly, the proglide separated from the metal portion during needle deployment, yet was intact. There were no issues noted with the device prior to the break. The device was surgically removed. The sheath was upsized to 14f. The artery was repaired and surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.